Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who is implanted with a neurostimulator for non-malignant pain. It was reported that the patient was squeezed by a set of bus doors and wanted the ins checked as they were unsure if the ins would operate or not. An impedance test was performed and all electrodes were within the normal limit. The ins was turned on and the patient's programming was tested and the patient was feeling the stimulation and the ins was found to be operable. The patient then mentioned that they didn't want the ins to be turned back on and talked about speaking to a lawyer about receiving pain/suffering. The ins was turned off per the patient's wishes. Additional information was received from a consumer regarding the patient on (B)(6) 2019 indicating that they notified their manufacture representative (rep) of the issue in (B)(6) 2019 and the event occurred on (B)(6) 2019. The patient was hit by a bus door on their whole left side; left knee and lower back. Since then, the stimulation hasn¿t worked the same. They are now experiencing severe vibrations from their lower back and upper body even though the stimulation is off. The patient had x-rays and reprogramming session. The healthcare professional (hcp) doesn¿t believe anything is wrong with the ins. However, the patient wants a second opinion so patient services sent a hcp listings. Additional information was received from a consumer regarding the patient on (B)(6) 2019. It was reported that the patient sought a second opinion and is having the system replaced on (B)(6) 2019. The physician will be testing in surgery to make sure it works. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they were hit by a bus and they felt stim buzzing on the left side, but the right side works like a charm. No further complications were reported.